Manufacturer narrative:
As reported, the progel glass vial cracked during application. Returned for evaluation was the progel product in question. As received, the progel appears to have been unused. Visual evaluation confirms one of the glass cartridges is broken, near the spray tip and the broken off piece was noticed to have fallen between the glass cartridges inside the applicator housing. The applicator housing is in good condition and no manufacturing anomalies were found. It is possible the cartridge was inadvertently damaged during use/device interface; however, a definitive cause of the broken glass cartridge at time of use cannot be determined. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in november, 2021.

Event description:
As reported, during an open thoracotomy wedge resection procedure on (B)(6) 2022, while using the bard/davol progel pleural air leak sealant (pals), the tip became clogged and was exchanged. As reported, when the surgeon attempted to spray the surgical site, the human serum albumin (hsa) glass vial shattered within the applicator. The broken glass was contained within the applicator. The surgeon was able to complete the case with the product that was used. As reported, the product was refrigerated between 36-46°f as recommended, was assembled properly and was used within 20 minutes of mixing the product. There was no reported patient harm/injury as a result.

Manufacturer narrative:
As reported, the progel glass vial cracked during application. Returned for evaluation was the progel product in question. As received, the progel appears to have been unused. Visual evaluation confirms one of the glass cartridges is broken, near the spray tip and the broken off piece was noticed to have fallen between the glass cartridges inside the applicator housing. The applicator housing is in good condition and no manufacturing anomalies were found. It is possible the cartridge was inadvertently damaged during use/device interface; however, a definitive cause of the broken glass cartridge at time of use cannot be determined. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of 576 units released for distribution in november, 2021 addendum: h11: this supplemental MDR is submitted to correct medical device manufacturer and UDI. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during an open thoracotomy wedge resection procedure on (B)(6) 2022, while using the bard/davol progel pleural air leak sealant (pals), the tip became clogged and was exchanged. As reported, when the surgeon attempted to spray the surgical site, the human serum albumin (hsa) glass vial shattered within the applicator. The broken glass was contained within the applicator. The surgeon was able to complete the case with the product that was used. As reported, the product was refrigerated between 36-46°f as recommended, was assembled properly and was used within 20 minutes of mixing the product. There was no reported patient harm/injury as a result.